Manufacturer narrative:
UDI number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise issue could not be conclusively determined.

Event description:
(B)(4). During follow-up, several episodes of noise on the atrial channel with automatic mode switching were noted. Isometric testing was completed and reproducible noise on the atrial channel was found. The device was reprogrammed and the event resolved with no adverse consequences to the patient.